Manufacturer narrative:
Complaint conclusion: a report was received that the distal tip of an outback re-entry catheter fractured and separated in an unspecified catheter sheath introducer (csi) and was removed along with the csi with no reported patient injury. The site reported that no difficulty was experienced while removing the outback device from its¿ packaging or during the preparation of the device. The product was inspected prior to use and appeared normal. Attempts to obtain further details regarding the patient, vessel characteristics and/or procedural details have been unsuccessful. The product was not returned for analysis despite multiple attempts to obtain it. A review of the manufacturing records for this lot of products could not be performed without a provided lot number. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, users are to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported events. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the account had a defective outback catheter that was used in a case today. There was no reported patient injury. The (B)(4) 2016 (rd) addendum: additional information received indicated that the product issue was that the distal tip of the device came off in the unknown sheath used. The product catalog and lot number is not available and the product is not being returned for inspection. The fractured tip came out with the sheath. There was no reported intervention necessary in order to remove the separated distal tip. It is not known if the physician was able to complete the procedure successfully or what the physician's plan of treatment for the patient is. No target lesion/lesion characteristic information is available. The approach for the procedure is unknown. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.